Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b the reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, infection, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 300-60-02 - stemless hum comp laser cage, size 2: (B)(6). 310-61-53 - stemless hum head 53mm x 20mm x beta: (B)(6). 314-23-14 - laser cage glenoid large, beta: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported a patient underwent an initial left shoulder total arthroplasty. Subsequently, three (3) years later, the patient reports experiencing pain without injury for approximately (1) year. The patient was diagnosed with sub-acromial impingement and required a sub-acromial injection. The issue was reported as resolved. No further patient impact was reported. No additional information is availalble.